Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite needle-free connector's needle-free valve was stuck and wouldn't pop back up. The following information was provided by the initial reporter, translated from (B)(6): "the gastroenterology department found that smartsite could not bounce back before use".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/25/2022. H.6. Investigation: two 2000e china samples were received in opened packaging from lot 21055013. No connecting products were received to assist the customer's experience. From the feedback provided by the customer it appears that the customer experienced a recessed smartsite piston following disconnection of the smartsite. A visual inspection revealed no damage or manufacturing defects which could have contributed to the customer's experience. Functional testing involved connecting both received products to a 50ml bd plastipak syringe from stock and flushing fluid through. A secure connection was established in both cases and no leakage was observed. The piston rebounded to its original position immediately after the syringe was removed, therefore the customer's experience could not be confirmed in this instance. A review of the production records for lot 21055013 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the exact root cause of the customer's experience in this instance. There were no issues identified during testing of the returned product and it was not possible to identify any manufacturing defects that could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd smartsite¿ needle-free connector's needle-free valve was stuck and wouldn't pop back up. The following information was provided by the initial reporter, translated from chinese: "the gastroenterology department found that smartsite could not bounce back before use".